Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the possible cause of the issue, explaining that it could happen due to a large variance in measured pressures used to calculate the remaining insulin in the cartridge. It was further clarified that once the insulin amount matched the static number displayed, the fill estimate would start to count down as usual. The caller understood and acknowledged the explanation.